Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a laminectomy procedure, to burs broke at the tip. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully. This report is for the second bur that broke.